Event description:
It was reported that a patient underwent a procedure utilizing a maxfire marxmen on (B) (6) 2010. The surgeon deployed the sled into the meniscus, but was unable to depress the trigger of the instrument. Another instrument was available to complete the procedure with no delay or injury to the patient.

Manufacturer narrative:
(B) (4).